Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing threshold. An attempt to obtain additional information was unsuccessful. The rv lead was explanted and a new lead was placed. No additional adverse patient effects were reported.